Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The event of system explant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs system was explanted. The reason for the procedure was not provided by the healthcare facility.

Event description:
Reference manufacturer number: 3006705815-2021-01265. It was reported that the patient may undergo surgical intervention to explant the system. The reason for the procedure is not known at this time. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.